Event description:
On (B)(4) 2013 the patient's implanted generator product information was provided.

Event description:
On (B)(6) 2013, it was reported that the vns patient is being referred for a lead revision due to high impedance. Clinic notes dated (B)(6) 2013 were received which reported that at the time of generator replacement due to end of service on (B)(6) 2013, high impedance was found which is indicative of lead wire breakage. It was reported that the physician believes there is a lead break in the neck area. The patient was sent for x-rays but they have not been received by the manufacturer to date. The patient underwent a lead revision surgery on (B)(6) 2013. The explanted lead could not be returned for product analysis as the hospital requires a signed release from the patient but usually discards the explanted products. The physician later reported that the high impedance was first observed immediately after the generator replacement surgery on (B)(6) 2013 with the new generator. The physician said it appeared to be a medial wire problem. No patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance occurred that the physician knows of but the patient does get seizures that make her flex her neck to the right. No lead fracture was observed during surgery. Review of manufacturing records confirmed the lead met specifications prior to distribution.

Event description:
Additional information was received on (B)(4) 2013 when the explanted lead was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 product analysis was completed on the explanted lead. Since the closest electrode to the bifurcation was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The presence of two setscrew indentations identified at the end tip of the connector pin suggests that the lead connector was not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Based in the location of one set of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the ends of the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified within the returned lead portions.